Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. A device history record (DHR) review was conducted: manufacturing location: (B)(4), manufacturing date: 06-aug-2021, expiration date: 30-jun-2031, part number: 04.005.530s, 5.0mm ti locking screw w/t25 stardrive 40mm f/im nail ¿ sterile, lot number: 277p131 (sterile), lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, whirl threads, vibe, flute / final inspection, met all inspection acceptance criteria. Packaging label log (pll) lppf rev e, lmd rev a was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn was reviewed and determined to be conforming. This lot met all dimensional, visual, sterilization and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component(s) reviewed: part number: 04.005.530.999, 5.0mm ti screw blank 40mm 05.0 nail lock screw w/sd25, lot number: 110p873, lot quantity: (B)(4). Forty pieces were scrapped in cell, warm head blank, ten due to a machine warm-up issue and thirty due to taper depth being too deep. Production order traveler met all inspection acceptance criteria apart from the forty pieces noted. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during a procedure, it was noted while inserting the screws, the resident surgeon did not receive good purchase in the bone. The screw was exchanged for a longer screw that also did not have purchase, but was ultimately accepted. The patient was osteoporotic. No adverse event occurred and no broken fragments. Patient status is unknown. This report is for one (1) 5.0mm ti locking screw w/t25 stardrive 40mm f/im nail-ster. This is report 2 of 2 for (B)(4).